Manufacturer narrative:
The investigation into the optical signal issue and the vascular damage - peripheral vessel issue has been completed since the original report was submitted. The device was not returned for investigation. Due to limited clinical details, the root cause of the vascular damage - peripheral vessels cannot be determined. The root cause of the optical signal issue is most likely due to sensor wear. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that there were persistent suction alarms and placement signal after performing a purge cassette/bag change for the impella 5.5 support. The physician performed echo at bedside showing pump to be shallow at 3.8 from aorta valve annulus to inlet area. The patient¿s left ventricle is small. To troubleshoot the surgeon slightly advanced impella approximate 1-2 cm. The physician adjusted placement signal which stopped alarms. It was further reported that the patient experienced gi bleeding prompting a colonoscopy and clipping x3. Gi removed all sources of anticoagulation due to melena and low hemoglobin. A total of 19 units of prbc, 2 ffp¿s, and 1 platelet were given for the gi and nasal bleeding. The patient only remains on antiplatelet therapy at this time and is hemodynamically stable. The impella was removed the following day due to suction and placement signal issues.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The product was not returned for analysis. The data logs were evaluated and all 5s parameters were within specification. The placement signal can be seen drifting for 12 hours until it spikes to 3000. This pattern is indicative of sensor wear. The root cause of the optical signal issue is most likely due to sensor wear. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B5 updated to include optical signal issue description. H6 updated to include optical signal coding. Corrections that were made from the initial. Manufacturer device report number 1220648-2023-04378. B7 other relevant history, including preexisting medical conditions updated. G1 reporting contact email updated.